Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used in the esophagus, during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the physician attempted deployment, the band released on one side, and then rolled off to the side. The physician attempted to fire the next band, but the same issue occurred; the band released on one side, and then rolled off to the side. Reportedly, the remaining bands on the ligator head were found to be "bunched up and tangled." The device was withdrawn from the patient, and then the procedure was completed using another speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.